Event description:
It was reported that customer received a compromised forced sensor alarm. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind, due to corroded motor home switch. Unable to confirm prime alarms, due to motor error alarms. Insulin pump received with loose and protruded drive support disk. Insulin pump received with minor scratches on lcd window, cracked belt clip slot and cracked end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).